Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% restenosed, 22mm in length, eccentric target lesion with >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified, 3.5mm in diameter mid left anterior descending artery. After a guide wire crossed the lesion and a guide catheter was in place, pre-dilation was performed using a 2.5x15 emerge balloon catheter, leaving 80% residual stenosis in the lesion. A 24 x 3.50 rebel stent was then advanced but failed to cross the lesion. The device was removed; however, the tip of the stent itself was found to be deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.